Event description:
It was reported that the patient was sensitive to rv pacing, suggesting muscle stimulation. The lead was capped and replaced. At a subsequent follow-up one month later, the patient was reportedly doing well with no problems.

Manufacturer narrative:
(B)(4).